Event description:
Boston scientific crm received information that this patient experienced a syncope like episode and it was discovered that their pacemaker was at end of life (eol). The device has exceeded the predicted longevity for the this model device. This device was explanted and a new device was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.